Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced pain at the ipg site. In turn, the patient underwent surgical intervention on (B)(6) 2022 wherein the ipg pocket site was aspirated and washed to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced pain at the ipg site. In turn, the patient underwent surgical intervention on (B)(6) 2022 wherein the ipg pocket site was aspirated and washed to address the issue.